Manufacturer narrative:
Please note that the product was not returned for analysis. During a procedure, the patient had a 3.5 x 18mm cypher select plus stent implanted successfully. During post-dilation with a non-cordis balloon, it was noted that the stent struts were fractured. Another stent was implanted to treat the fracture and the event resolved. Additional information was received stating that the lesion was in the proximal right coronary artery. The lesion was calcified and there was 75-80% stenosis pre-procedure. Pre-dilation was conducted before the cypher stent was deployed at an unknown pressure. The stent was post-dilated with a non-compliant sapphire balloon at an unknown pressure. The stent fracture was noticed after post-dilation. There was no stent separation noted. The patient was treated with a xience stent. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Complex lesion morphologic features (including lesion length > 20mm, ostial location, proximal tortuosity, calcification, total occlusion, angulation greater than or equal to 45 degrees and implantation of overlapping stents) are commonly present in places of fracture . Inflation of balloons over the recommended rated burst pressure may lead to excessive intimal damage and stent fracture. The stent deployment and post-dilation pressures were unknown. With the limited information available, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient had a 3.5 x 18mm cypher select plus stent implanted. The stent was post-dilated and it was note that the stent struts were fractured. Therefore, a new stent had to be deployed.

Manufacturer narrative:
Additional information was received stating that the lesion was in the proximal right coronary artery. The lesion was calcified and there was 75-80% stenosis pre-procedure. The stent fracture was noticed after post-dilation. The stent was post-dilated with a non-compliant sapphire balloon. The patient was treated with a xience stent. Additional information will be submitted upon 30 days of receipt.